Event description:
A (B)(6) male pt called zoll customer support to report that his battery charger/modem wasn't working. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (charger not working) has been confirmed. Upon investigation the charger/modem was unable to power up. The cause of the problem was isolated to flash memory components u102 and u105 on computer analog (ca) board sn (B)(4). The flash memory had an intermittent bga connection. The intermittent connection is likely due to a fracture solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. A mechanical design change to reduce the pca strain (p010030/s041) was approved by FDA on 04/16/2013. Implementation began on 05/19/2013. Additionally, processor u1000 and u1001 were shorted on the charger bedside board. The root cause for the shorted components could not be positively identified. No adverse event resulted from the defective battery charger/modem. The pt received a replacement battery charger/modem.